Manufacturer narrative:
Correction: it was determined through investigation of the devices that the initially reported suspect device reported under manufacturer report number 2016493-2023-241718 is a concomitant. Please refer to manufacturer report number 2016493-2023-241713, which captured the correct suspect device per investigation report.

Event description:
It was reported that a patient being treated for diverticulitis may have received more than intended hydromorphone delivered patient controlled analgesia doses on a lockout of 1 minute. The intended dosing was 0.3 mg per dose with a lockout interval of 6 minutes. Volume to be infused (vtbi) was hydromorphone syringe 12 mg/30 ml (0.4 mg/ml); dose: 0.3 mg/0.75 ml customer found this during monthly review. There was patient involvement and per customer "patient experienced some degree of drowsiness and some minor intervention was rendered, sitting up. Patient was diaphoretic and tachypneic. Unknown if as a result of this or because he was in pain" the patient was monitored through incentive spirometry, continued etco2 and the head of the bed was elevated.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that a patient being treated for diverticulitis may have received more than intended hydromorphone delivered patient controlled analgesia doses on a lockout of 1 minute. The intended dosing was 0.3 mg per dose with a lockout interval of 6 minutes. Volume to be infused (vtbi) was hydromorphone syringe 12 mg/30 ml (0.4 mg/ml); dose: 0.3 mg/0.75 ml customer found this during monthly review. There was patient involvement and per customer "patient experienced some degree of drowsiness and some minor intervention was rendered, sitting up.... Patient was diaphoretic and tachypneic. Unknown if as a result of this or because he was in pain" the patient was monitored through incentive spirometry, continued etco2 and the head of the bed was elevated.